Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer went to the emergency room (ER) due to the reported issue. The customer was treated with intravenous saline and insulin at the emergency room and was released 6 hours later with no permanent damage.